Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer service assisted the customer in resetting the pump, and the malfunction did not recur post-reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.